Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, there was no laser energy going to the laser part of the head piece, and the aiming beam was not centered. The laser power was increased to complete the case. There was no patient harm.

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was replicated. The system was tested and found to meet product specifications. The system was manufactured on july 21, 2011. Based on qa assessment, the product met specifications at the time of release. The laser indirect ophthalmoscope (lio) was confirmed to have been non-conforming and was subsequently replaced to resolve the issue. The lio was tested and found to meet product specifications. The lio was manufactured on february 28, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to nonconforming lio cable. However, how or when it became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).